Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) and reported that the patient's blood glucose (bg) levels had been erratic. The reporter indicated that the patient was in an ICU unit and was receiving IV insulin treatment in addition to lantus and novolog insulin. The reporter mentioned that the patient has addison's disease and was on prednisone treatment too. On (B)(6) 2011, the reporter stated that the patient's cannula was found to be kinked when it was changed. However, the patient's bg levels reportedly remained high although the site and set were changed. The patient's last bg at the time of the contact with animas was "348 mg/dl" and was obtained on (B)(6) 2011, at 3:00 am. The reporter also mentioned that the patient had hypoglycemic episodes over the previous 4 months. About 3 weeks earlier, the reporter claimed that the patient suffered a seizure and was treated on the scene by paramedics. Through troubleshooting, the animas representative involved in this contact noted that the pump's alarm dates, prime history, and bolus history were inaccurate. The reporter alleged that the pump was gaining time. Earlier that day, the reporter claimed that the pump's time was correct. However, at the time of the call with animas, the pump's time was noted to be an hour ahead. No issues were found with the patient's site or cartridge. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a seizure related to hypoglycemia and required treatment from paramedics. At this time, it is unknown if the pump contributed to the patient's hypoglycemic event(s). The patient's elevated bg levels can be attributed to the fact the patient was undergoing steroid therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.